Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they wanted to have a device check done to "make sure it's working", and they also reported that they have "been very tired lately". Follow-up investigation determined that the patient has not been seen by their clinic since 2015. No further information obtained. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.